Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: the device was inspected, and it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face suggests that the failure occurred in torsion. Complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. According to the complainant¿s follow up responses, the screw hole was not tapped. The surgeon was inserting 5.0 mm screws (the largest of yukon screws), which require more torque. Although the yukon screws are self-tapping, taps are included in the set to significantly decrease the amount of insertion torque required to insert the screw. Alternatively, the surgeon can use a larger diameter drill for the pilot hole. The complainant also stated that the patient did not have good bone quality. Inserting the screw in harder than normal bone can compound torsional forces and may have also contributed to the fracture. The surgeon was able to complete the case by removing the broken screws, tapping the screw site, and re-inserting new screws.

Event description:
This report summarizes one malfunction event where a yukon oct polyaxial screw broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.